Event description:
A caller reported a malfunction on the pump with a noted blood glucose level of 425 mg/dl due to the issue. The customer addressed the high blood glucose level with a correction injection via multiple daily injections and did not require any third-party assistance. Although a new malfunction occurred, the customer did not need the pump reset or replaced as it had already been replaced in a previous case.